Event description:
A u.s. Distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was resetting and unable to charge a battery pack. Upon evaluation, there was contamination on the battery board and the u13 component had thermal damage. The cause of the inability to charge a battery pack is the contamination and damaged component. The root cause of the contamination and damaged component is ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.